Event description:
It was reported that (1) device was used during a laparoscopic abdominal hysterectomy. It was reported by the affiliate that the surgeon could not fire the tsb35 instrument. The white lever would not fully engage. Then the anvil had became dislodged from the closure tube. The surgeon relaligned the anvil and the instrument was fired without further difficulties. The or time was extended 5 minutes.